Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of transmission revealed non sustained right ventricular oversensing due to post paced t wave oversensing on the implantable cardioverter defibrillator. The patient did not receive therapy during oversensing. Programming changes were made. The patient condition remained unchanged.